Event description:
Patient reported unknown side rupture confirmed by ultrasound. This is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. Healthcare professional reported left side capsular contracture, baker grade ii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported unknown side rupture confirmed by ultrasound. This is for the left side. Device remains implanted.